Event description:
The customer's mother reported that the customer's blood glucose reached 457 mg/dl, and that the customer had passed out as a result of the high bgs. The customer was taken to the hospital where he was given shots of insulin. The customer was hospitalized for almost 1 week.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for hyperglycemia. No lot qualification records were reviewed, as the product lot number was not provided.